Manufacturer narrative:
Correction: a medtronic representative reported that the hemorrhage was an inherent risk of the procedure and not caused by the navigation system. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to test the equipment. Representative reported that when the biopsy needle was tested, the issue could not be replicated and the needle was working normally. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. -no parts were replaced. -no parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a cranial biopsy procedure with the navigation system the patient suffered a hemorrhage. Surgeon reported that the navigation system was not the cause of the issue and the accuracy was good throughout the procedure. Surgeon also stated that the navigation system assisted in stopping the hemorrhage. There was a reported delay of less than 1 hour.